Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the right coronary artery. Upon advancing a 3.50x16mm promus element stent delivery system to the target lesion, it bumped into a previously implanted stent. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).